Event description:
On (B) (6) 2010, the lay-user/reporter contacted lifescan (lfs) canada alleging that a one touch ultramini meter would not power on. The patient indicated that the alleged issue started on (B) (6) 2010, at around 4:00 pm. The reporter mentioned that the patient was canoeing and ended up capsizing. As a result, the meter fell into the water and would no longer power on. Minutes after the alleged issue began, the reporter claimed that the patient was unable to test and then began to feel "low" and developed a symptom of shakiness. The reporter denied that the patient received any treatment because of the alleged issue. The meter was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: although the reporter admitted misuse of the product, she claimed that the patient developed a symptom suggestive of severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.